Event description:
It was reported that the patient was experiencing implantable pulse generator (ipg) charging difficulties. The physician stated that the ipg is moving inside the patients pocket site. The patient underwent an ipg revision procedure and was doing well postoperatively. The explanted product will not be returned by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing implantable pulse generator (ipg) charging difficulties. The physician stated that the ipg is moving inside the patients pocket site. The patient underwent an ipg revision procedure and was doing well postoperatively. The explanted product will not be returned by the medical facility.